Event description:
The physician tried to aggressively advance the catheter with extreme force. When he tried to image, he got a brief image and then lost all image. Went to withdraw the catheter and had difficulty. The case proceeded until there was a dissection of the left main and aorta. Pt went to surgery. Per clinical specialist, he feels that none of co's product was related to this incident.